Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a procedure to stop atrial fibrillation (af), the device was unable to be interrogated. It was noted that the device had three years of battery longevity during the previous clinic check on (B)(6) 2018. The device was explanted and replaced. No further information is available at this time.

Event description:
New information states that the patient was fine.

Manufacturer narrative:
Communication failure and premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.